Event description:
A malfunction occurred when the customer, who was swimming, experienced an issue with the pump which is not waterproof. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided the customer with pump reset information, assisted in resetting the pump, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happens again.